Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no scrolling numbers anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was trying to put in his blood glucose and when he started pushing down, it kept scrolling down. Customer then received a button error alarm. Customer thought it might be the battery and changed it. Customer thinks that the belt clip caused his button to get stuck. Customer stated that buttons were unresponsive. Customer's blood glucose was 140 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.